Event description:
The customer reported that there is an inadequate lock design on the fms's (flexible module server) mms mount causing the mms to fall from the mounting when the cables are pulled off.

Manufacturer narrative:
The customer reported that there is an inadequate lock design on the fms's (flexible module server) mms mount causing the mms to fall from the mounting when the cables are pulled off. The customer claimed that the additional weight of the x2 server is not providing an adequate lock with the mms. Also, the plastic mounting lugs are wearing and snapping off. A philips product service engineer (pse) worked with the field service engineer (fse) along with philips engineers to discuss the design of the locking mechanism. If caregivers are pressing the release latch just half-way through and are pulling the respective device (due to unfavorable positioning of x2/ms extension mounting and/or inadvertence), the latch will eventually slip over the molded edge on the x2/mms/ms extension, if pulled with force. If there is repetition of this behavior the lever lock on the measurement server extension may be damaged and the molded edge on the x2 could sustain damage. Note that the lock does not hold the weight of this small monitor. The connector and lugs/tabs are the supporting hardware. The supporting lugs/tabs were being broken by the users. In addition, the dropping during pulling on the cables supports that rough use, especially pulling out cables at an angle, was involved in this problem. Based on the available info, we will not consider this a product malfunction, rather a user-induced failure caused by use outside of normal and expected. A product enhancement for this issue with modified thicker 'tabs' is being developed for customer satisfaction. No further investigation is warranted. (B)(4).